Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient's device stopped working. The patient had tried all four programs and increased stimulation as high as "8," but did not feel stimulation. At the time of the call the patient was set to 4.0 on program 1 and did not feel stimulation, therapy was confirmed to be turned on. The caller was advised that the patient should follow-up with their healthcare provider (hcp) and this issue was reported to have started about 2-3 days ago. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device malfunctioned internally. Their hcp surgically removed, corrected, and re-installed the device on (B)(6) 2017.